Event description:
It was reported the right ventricular (rv) lead exhibited noise and increased short interval counts (sic) due t-wave oversensing (twos) in combination with low r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead exhibited noise and increased short interval counts (sic) due t-wave oversensing (twos) in combination with low r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator, implanted: unknown; product ID 407652 implantable pacing lead, implanted: unknown. (B)(4).

Manufacturer narrative:
Follow-up was conducted and revealed that the hospital was unable to retrieve if there was reprogramming or interventions performed.